Event description:
It was reported the cap of the drain line on a homechoice automated pd set with cassette was observed to be missing after the home patient (hp) had hooked up for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number h13d18017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.